Event description:
Product analysis for device, no complaint on mdt ICD. There is a possible allegation for svc lead impedance warning for the st. Jude rv lead as of (B)(6) 2023. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).